Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative regarding that patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was a return and increase of pain in the patient¿s back starting on (B)(6) 2016. The patient had not been able to charge the implantable neurostimulator and that is why her pain had returned. The patient¿s machine had gone off due to not charging on (B)(6) 2016. She was ¿shaking the nerves and stuff¿. She was shaking because she was in pain. If she picked something up, she dropped it. The patient did not have a recharger because she had forgotten it at home and she was out of state. There was severe pain in the lower back about 4 or 5 inches from the stimulator as well as her shoulder after having a fall on (B)(6) 2016. The patient was in so much pain that she could hardly get up out of bed. On (B)(6) 2016, the patient¿s implantable neurostimulator recharger was shipped to her. When she received it, she could not recall if the 8 coupling boxes on the implantable neurostimulator recharger meant the implantable neurostimulator was fully charged. She was going to charge so that she could turn stimulation on to relieve the pain. The patient charged to the ½ quartile and wanted to turn stimulation on. She was guided through turning stimulation on, and stated that she could feel it slightly. The patient increased stimulation to a level strong but comfortable. The patient went to the emergency room and she had an x-ray and was given a morphine shot, however the patient was still in pain on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.